Manufacturer narrative:
Update to d10: product name: guide sg-64 aaa endoanchor 62cm ; product ID:sg-64 ; lot#0012802349 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: sg-64, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a heli-fx endoanchoring system was used in a evar procedure with a non-medtronic stent graft.during the fourth endoanchor deployment, the guide and applier started pulling down even though back pressure was being applied. The tip remained in place but the guide and applier were pulling down on the endoanchor. The endoanchor deployed fine, but the applier and guide was then stuck on the endoanchor, making removal of the devices difficult. The back blue light was flashing, (the anchor had deployed). The surgeon twisted and wriggled the device, pressed the front arrow again, and then pulled it out. Upon removal of the applier, an error light started flashing. The anchor appeared to be correctly in place, and there was nothing left in the applier after checking and flushing. The procedure was deemed sufficient with 4 endoanchors deployed. Per the physician the cause of the event is undetermined. The heli-fx was used according to IFU. It was said the physician had sufficient experience with this procedure. No patient symp toms, complications, or adverse outcomes were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis no damage was evident to the applier handle. Deformation was evident to the distal section of the applier shaft. No endoanchor was loaded in the applier housing on receipt of the device. The handle was opened, and no fluid or blood was observed within the handle. There were no loose connections or components observed. No corrosion was observed to the circuit board or connector pins. The battery was removed and measured 9.47v. The battery was reattached, and the unit powered up with the blue error light flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): oax0c maximum current exceeded, 0bx09 run forward, 0cx08 key pressed and released flags both active, 0dx17 fatal. The device was restarted in factory mode with the blue error light on, forward light flashing, back light on. The forward button was pressed, the motor advanced and the backlight began flashing. An in-house endoanchor was loaded and deployed with no issues noted. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.